Event description:
The device was used during a laproscopic bilateral hernia repair. The surgeon used three eas staplers and two ems staplers to complete a sliding bilateral lap hernia in a thin female pt. Four of the staplers worked well, but one fell apart in the pt after a couple firings. The bladder was knicked, in what manner is not known at this time. The rep will collect more info. 08/02/1996-surgeon reported the bladder knick had no relation to the device.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.